Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was whole tube push off non-patient end of needle and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the needle was inserted into the blood collection vessel, it would pop out. The amount of blood collected did not reach the required amount of blood."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill and tub push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was whole tube push off non-patient end of needle and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the needle was inserted into the blood collection vessel, it would pop out. The amount of blood collected did not reach the required amount of blood."